Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they stopped wearing the aligners because their dentist told them that they were damaging their tooth enamel. A letter of recommendation from the patient's dentist was requested from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.